Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used during a ureteroscopic stone retrieval procedure performed on (B)(6) 2016. On (B)(6) 2016, the patient underwent a ureteroscopic stone retrieval procedure and the occluder tube was left inside the patient when she was discharged on (B)(6) 2018 due to ureteric obstruction. Whilst recovering at home, it was noticed that the tube was draining less. By (B)(6) 2016 the device had completely stopped draining. The patient attended a&e on (B)(6) 2016 with pain and a fever. The patient was then admitted to the hospital and a nephrostogram was performed on (B)(6) 2016. This showed that the device had fractured. The tube remained in the kidney but was not connected to the drainage bag. The tube was removed via laparoscopy the same day. It was replaced with a new tube that drained well. The patient was discharged home and a good recovery was made, with the tube being removed on (B)(6) 2016. The patient current condition and prognosis is under investigation. The patient continues to suffer with back pain and has significant scarring from the need for a further operation.